Manufacturer narrative:
This report has been updated in the following fields: g4, g7, h2, h3, h6 and h10. A device history record review was completed for this product. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Plastic cover, covering the motor is removed. Blade is not spinning. Unit passed the 5v to ground resistance as per diego elite service manual. A short was found between the hall c wire in the middle layer of the cable to the middle layer braided shield, which is grounded. The short was located under the copper crimp ferrule on the distal (handpiece) end under the over molded strain relief. The hall c (white) wire had several shield impressions visible in the insulation and one break in the insulation was found. The user's complaint is confirmed.

Manufacturer narrative:
The device was not returned to the manufacture for evaluation. The cause of the reported complaint cannot be confirmed at this time, however, if additional information becomes available, this report will be supplemented accordingly. As a preventive measure, the owner¿s manual for the diego elite drill system with handpiece mdhp100a contains warnings and cautions to avoid mis-positioning and overheating: ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip and or the suction irrigation instrument.¿ ¿do not advance or extend the device abruptly.¿ and ¿all burrs must be used with irrigation. Lack of irrigation could cause excessive heating of the shaft and damage to the burr.¿ and in general before each procedure, the owner¿s manual requires inspection of drill system components for damage or missing elements.

Event description:
The manufacture was informed that during three separate functional endoscopic sinus surgery (fess) procedures, the handpiece became too hot the surgeon could not hold the handpiece. In addition, the device intermittently stopped working. The procedures were completed. There was no patient or user injury reported. This is for 1 of 3 reports.